Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug for an unknown indication for use. It was reported that the patient was having a catheter revision. The reason for the catheter revision was unknown. The revision kit was stating it is not "validated." No symptoms were reported. No further complications were reported.